Event description:
Rptr is writing to notify FDA of the harm that they believe they were caused by the sonicare toothbrush. Rptr had been using the sonicare toothbrush regularly since 2001. Three months later , out of the blue, rptr was diagnosed and operated on for the first time for a mucocele on lower lip. Continuing to use the sonicare toothbrush, rptr was diagnosed a second time with another mucocele, which was surgically removed 3 months later. Rptr has suffered significant pain and suffering and lost workdays from the adverse effects. Since rptr has discontinued use of the sonicare, they have not had any re-occurrence of the mucocele.